Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained rv oversensing was observed via a merlin.net. An oversensed event stops capacitor maintenance when the device begins to charge. The alert will be cleared and patient will be monitored with routine follow-up.